Event description:
The customer reported the system is displaying a collimator iris error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the iris potentiometer. System operates as intended. (B)(4).